Manufacturer narrative:
The investigation into the aic - pump stop issue has been completed. The device was not returned for investigation. Data logs on the console show an rpm deviation pump stop alarm but are missing the end of the case right when this event occurs. The root cause of the pump stop issue was not determined since product was not returned and data logs are insufficient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 51-year-old male noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The complainant reported that patient's heparin was discontinued on (B)(6). Patient was on cp since september 3rd to vent va ECMO and on p4. Then, on (B)(6) the pump stopped, console was switched out but unable to restart pump.